Event description:
The customer stated that she was hospitalized due to hyperglycemia. Troubleshooting was performed, and it was found that the customer had received numerous no delivery alarms on the insulin pump prior to the event. The customer stated that she changed her infusion set, but the no delivery alarm persisted. The customer was sent replacement infusion sets and reservoirs as a result of the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.